Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. (B)(6). Results: a sample or photo was not available for evaluation; therefore, the investigation was limited. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7012011. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment that could have influenced the customer's reported issue. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect. Without a sample, an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that when medication is drawn up in a bd 5ml luer-lok¿ syringe there are particles present in the medication. No injury or medical intervention.